Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations was unable to replicate the customer reported failure mode. The vessel sealer instrument was placed on an in-house da vinci system and it failed to pass self-test on multiple attempts. A review of the system log shows multiple sealing attempts with no errors. Based on the information provided, this complaint is being reported due to following conclusions: the vessel sealer instrument reportedly was not energizing. No adverse event occurred as result of the reported event.

Event description:
It was reported during a da vinci hysterectomy with bilateral salpingo-oophorectomy surgical procedure, the vessel sealer instrument was not working. After following up with the customer, intuitive surgical inc. (Isi) was able gather additional information regarding the vessel sealer. The customer informed isi that the energy powered on but there was no tissue effect. There was no report of fragments falling into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.